Manufacturer narrative:
Follow-up submitted with evaluation results provided by customer which determined the firmware needed to be updated. Customer performed evaluation.

Event description:
It was reported that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the bed exit was not working. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.